Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, besides the reportable malfunction of foreign material in the jet tube, the evaluation found the following non-reportable malfunction(s): cracks observed on the ceiling plate, objective lens, and light guide lens; scratches on the flexibility adjustment ring, switch box, grip, knob, control unit, and connecting tube; no color was observed on the air/water cylinder and the suction cylinder; due to water leakage, corrosion was observed on the plug unit, circuit board unit in scope connector, scope connector cover unit, scope connector case unit, cable unit, and outside shield unit; due to a chip on distal end cover, insulation resistance value at distal end did not meet the standard value; due to a chip on objective lens, the image had dark area partially; due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the colonovideoscope had loose tie rods. The device was returned and during the device evaluation the following reportable malfunction was found: jet tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.